Manufacturer narrative:
Additional information has been requested regarding the physician involved in the event and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ controller 2.0 : model #: 1420 ,catalog #: 1420,expiration date: 31-may-2019 ,serial or lot#: con320431, UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun , mfg date: 17-may-2018, labeled for single use: no, (B)(4).

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and the controller exhibited controller fault alarms due to the internal battery. The controller fault alarm did not show in the alarm log file, but showed on the monitor when the alarm was silenced. It was also reported by the patient that the controller smelled like it became hot or had an electrical burning smell. The vad and controller remain in use. The patient is in south arabia for a heart transplant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5 and e for initial report. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was not exchanged nor heart transplant was performed, the patient is on the list of getting heart transplant.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of the controller log files revealed several transient decreases in power consumption and estimated flows within the within the analyzed period, followed a slight decrease in estimated flows beginning on (B)(6) 2022. 119 low flow alarms were logged since 06-mar-2022; of note, a controller fault indicating an issue with the internal battery was logged during the low flow alarms. This observation is related to the reported "controller fault alarm did not show in the alarm log file, but showed on the monitor" event. Log file analysis also revealed one controller fault alarm logged on (B)(6) 2022 at 22:23:34, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. Visual evidence provided by the site revealed a foreign residue over the speaker membrane and foreign tape on the controller, indicative that at some point in time, a foreign tape was obstructing the speaker. As a result, the reported controller fault alarm and low flow events were confirmed. The reported controller o verheating event could not be confirmed since the unit was not available for analysis; however, it is likely the observed foreign tape absorbed the heat from the controller and is related to the reported contributed to the reported "burning smell" event. The reported "controller fault alarm not show in the alarm log file" event could not be confirmed; the low flow alarms occurred at the same time as the controller fault alarm condition. Per the instructions for use, it is possible to have concurrent alarm conditions. For multiple alarms, the alarm indicator will display the color of the most severe alarm and the alarm will sound the most severe alarm. An arrow is displayed on the right side of the alarm for multiple alarms. Use the ¿scroll¿ button to see all active alarms. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, possible cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Possible root causes involving a controller overheating and "burning smell" event may be attributed, but not limited, to environmental factors, a controller malfunction, and/or foreign tape on the controller housing. A possible root cause of the foreign tape event can be attributed to improper handling of the device. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19, c23 h6: FDA conclusion code(s): d11, d15, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.